Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners and broken off end cap.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 150 mg/dl at the time of the incident. The customer stated that the casing came apart at the seam on the right side near the up/down keys. The customer believed the damaged might have occurred due to an issue with her motor where the piston had started moving but she manually stopped it with her finger. The insulin pump will be returned for analysis.